Event description:
It was reported that a patient underwent an unknown procedure with granules. At an unknown time post operatively, it was discovered that fusion had not occurred. Surgeon and patient are waiting to decide if a revision will occur. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.